Manufacturer narrative:
Device evaluated by MFR.: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The lesion is located in the moderately calcified diagonal left anterior descending (lad) artery. A 2.25x24mm promus premier stent was selected and advanced to the lesion. During the procedure, the patient started to get "hemodynamically unstable". The user pulled the device back quickly but it was noted that the stent got stuck onto the guide and the stent came off into the guide which was hanging on the guide area distal to the hub. The device was removed from the patient. Predilatation was performed using a unspecified balloon. A non-bsc guide catheter and guidewire was introduced. The procedure was completed with an unspecified 2.25 x 28 stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The lesion is located in the moderately calcified diagonal left anterior descending (lad) artery. A 2.25x24mm promus premier¿ stent was selected and advanced to the lesion. During the procedure, the patient started to get "hemodynamically unstable". The user pulled the device back quickly but it was noted that the stent got stuck onto the guide and the stent came off into the guide which was hanging on the guide area distal to the hub. The device was removed from the patient. Predilatation was performed using a unspecified balloon. A non-bsc guidecatheter and guidewire was introduced. The procedure was completed with an unspecified 2.25 x 28 stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).